Event description:
Procedure: unk. According to reporter: the device was fired and the jaws would not open. The doctor then released the gas and the jaws opened. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).